Manufacturer narrative:
Medwatch sent to FDA on 10/05/2016. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, induration, inflammation, sensitivity, hematoma, and nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of swelling, induration, inflammation, sensitivity, hematoma, and nodules as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Haematomas. Indurations or nodules at the injection area."

Event description:
Healthcare professional reported patient was injected by another physician with unspecified juvéderm voluma (1.5ml in ck1 and 1.5ml in c5) as well as concomitant injection with 1ml of juvéderm volift with lidocaine in ck3. Four months later patient was injected with 1.5ml of unspecified juvéderm voluma in ck1, ck2, and ck5. The following month another physician performed an 8 point lift and injected juvéderm voluma with lidocaine in ck1, juvéderm volift with lidocaine in ck5 and ck3, and juvéderm volbella with lidocaine ¿on the surface¿. The physician injected more on the right side ¿because there were more folds.¿ approximately 3 weeks later patient developed swelling, induration, and inflammation of the right cheekbone and at the left l3 and left l6. The reporting physician treated the patient with dermovate for 2-3 days and ¿it was better.¿ later patient was ¿a little bit more sensitive towards ck1¿ and in the left ck3 there was a ¿discrete hematoma¿ and patient was swollen. Patient had nodules in l6 where 2ml of juvéderm voluma had been injected and nodules around the mouth where juvéderm volift with lidocaine had been injected. The edema at the left ck3 is still visible and the physician believes the patient ¿received the injections too close.¿ patient was advised to take voltaren and to continue with dermovate. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2016-00807 ((B)(4)), MDR ID# 3005113652-2016-00775 ((B)(4)), and MDR ID# 3005113652-2016-00806 ((B)(4)). This MDR is being submitted for the second suspect product, the second injection of juvéderm voluma, also a device manufactured by allergan.